Event description:
Caller reported a cgm error with code 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided the caller through a pump reset, but the error persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections to maintain insulin delivery. Instructions were provided to put the malfunctioning pump into storage mode and return it within ten days using a prepaid label.